Manufacturer narrative:
On 09/04/07, a nurse from the doctor's office reported that they would need to retrieve the pt's file and either the dr or a nurse would call back. As of september 10, 2007 we have not heard back from the dr or nurse.

Event description:
In 2007, the pt reported both feet got moist from the anaesthesia. Moisture was coming from the inside out and created a grey like prune cyst/blood blister. Still have an opened wound on left foot. The date of surgery was 6 months before.